Manufacturer narrative:
The field service rep determined there was a leak in the high concentration waste line and repaired the leak. To verify proper drainage, he performed mechanism checks.

Event description:
The user stated she was walking in front of the analyzer and suddenly slipped. She then noticed a considerable amount of yellow liquid on the floor, coming from the analyzer. The user states she had slipped, but was able to catch herself and had not fallen. The user stated she was fine, and had not been injured in any way. No erroneous pt results were generated due to the leak.